Event description:
It was reported that during an abdominal plasty procedure, the device started making a noise. The device stopped sealing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The cutting of test media performed as expected. No noise issues were noted while testing. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.